Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deployment of locator wings, the device was retracted to position the locator wings against the anterior surface of the arterial wall and vessel access was lost. Hemostasis was achieved using manual compression. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.